Manufacturer narrative:
(B) (4) based on the complaint history, the root cause of the event has been determined to be due to user error and also due to the off-label use of the lens as a piggy-back lens. (B) (4).

Event description:
The reporter stated the surgeon inserted an aq5010v silicone three piece lens as a piggy-back lens but a haptic tore off as lens was being ejected. The lens was cut up into pieces of remove from the pt's eye. There was no pt injury, no enlarged incision or sutures. Another same model lens was implanted. The reporter stated they felt the event was due to the loading process. The lens was destroyed by the facility and will not be returned. The MFR's labeling does not address the piggybacking of lenses and is off-label use of the product.